Manufacturer narrative:
Result of investigation: 26003aa - hopkins optik 0°, 10 mm, 31 cm - lot 12026b unauthorized third-party repair, replacement eyepiece funnel with proximal cover glass installed in deviation from the kalr storz specification, surface deviating from the valid specification, foreign kit residue on the base housing, multiple broken optical fibres, damaged eyepiece funnel, moisture in the rod lens system. The optics in our possession show clear signs of unauthorized third-party repair. Contrary to the specification, the surface is not sandblasted but polished, the 0° position is off-center. Contrary to the valid specification, a third-party eyepiece funnel with proximal cover glass was installed. Most of the light guides are broken. The imaging is adequate but shows clear foreign particles and moisture in the system. All damage/impairments found are not due to a manufacturing/production defect, but were caused, among other things, by the third-party repair not authorized by karl storz. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that both scopes were needed to be changed during the procedure as the light fibres were burnt and so not enough light efficiency to operate. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).